Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that a new untrimmed 8780 catheter was placed at t8 and a new serial number was provided. The explanted catheter was discarded by a customer and the patient's weight at the time of the event was provided. It was also reported that the patient was recently seen in clinic and had negative catheter aspiration on (B)(6) 2023. Due to history of previous revision on (B)(6) 2023, the physician opted to place an all new one. It was further reported that due to a history of recurrent post dural puncture headaches, the spinal segment of the old catheter was tied off and abandoned in the lumbar incision to prevent cerebrospinal fluid (csf) leak. The pump contained morphine 1 mg per ml. The infusion was set at a simple continuous rate of 0.05 mg/day.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that per the patient¿s report, the headaches were related to their initial intrathecal implant and subsequent catheter revision. It was not due to an infusion system.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2022, product type: catheter. Product ID: 8780, serial# (B)(6), implanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-feb-2024, UDI#: (B)(4). Product ID: 8780, serial/lot #: (B)(6), ubd: 08-mar-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient and a healthcare provider via a manufacturer representative regarding a patient receiving unknown morphine (1mg/ml at 0.078mg/day) via an implantable pump. The indications for use were unknown. It was reported that the patient recently presented to their pain clinic for continued management of their intrathecal pain pump. At that time, they expressed worsening pain symptoms. A catheter access study was performed on (B)(6) 2023 in the clinic and the provider was unable to aspirate any cerebrospinal fluid (csf). Potential environmental, external, and patient factors included a history of previous catheter revision. Outpatient x-rays completed on (B)(6) 2022 demonstrated that the intrathecal catheter tip was at t11¿12. The patient was taken to the or (operating room) on (B)(6) 2023 for a planned catheter revision. The physician opened up the existing pump pocket. They then dissected down to the existing pump and proximal segment of the catheter. Once this was removed from the pocket, they again attempted to aspirate from the catheter access port, but was still unable to aspirate any csf. The physician then disconnected the pump and proximal segment from the spinal segment. They attempted to flush the spinal segment with preservative free normal saline and after minimal resistance, the catheter was flushing with ease, but there was still not csf notes from the segment. The physician then proceeded to slightly retract the catheter in the intrathecal space under fluoroscopic guidance. The catheter was retracted from the t11¿12 interspace to the t12 level. After retracting the catheter, the physician then flushed the spinal segment multiple times with preservative free normal saline and then there was return of free flow csf from the catheter noted. The catheter then was reattached to the existing proximal segment and existing pump. The physician then flushed the port and proximal segment while attached to the spinal segment with preservative free normal saline. They then aspirated csf multiple times from the catheter port. The catheter and pump were returned to the existing pump pocket. The incisions were irrigated and then closed. The issue was noted to be resolved at the time of the report. The patient's medical history included chronic low back pain and chronic post laminectomy syndrome. The patient status at the time of the report was alive with no injury.